Event description:
It was reported that during a right hemicolectomy procedure, the incomplete staple line was over sewn and the case was completed as expected. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: was this the first firing of the device? Yes. But it was the second reload, since the original was partially fired by the surg tech. Was the tissue excised prior to them see that the state line was incomplete? Yes. Was there any bleeding and if so how much and was a transfusion given? No transfusion. Surgeon did not mention bleeding and they were not irrigating after the stapler was fired--only that he had to over sew staple line where staples did not fire all the way across bowel. The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.